Event description:
Post market surveillance: saber. Comparison of unilateral versus bilateral instrumented transforaminal lumbar interbody fusion in degenerative lumbar diseases (xue, h.) Publication date: jan 2012. N=5, superficial wound infection.

Manufacturer narrative:
No follow up report is anticipated as the product has not been returned. The source of the report is the following literature source: ¿comparison of unilateral versus bilateral instrumented transforaminal lumbar interbody fusion in degenerative lumbar diseases (xue, h.) Publication date: jan 2012.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.